Manufacturer narrative:
A bayer service representative visited the site at which time they were informed that the customer was attempting to connect the isi cable to the scanner table while both the medrad® mark 7 arterion injection system (sn# (B)(6)) and scanner were powered on. The customer did not provide details surrounding the prior disconnection of the cable. The arterion operation manual repeatedly instructs the user to remove power when connecting or disconnecting cables. The bayer service representative examined the injector and determined that it performed to specification and passed the electrical safety inspection. Replacement of the isi cable was recommended and has been ordered by site biomedical personnel. Product analysis reviewed the information and photographs that were provided. Visual inspection of the scanner's isi receptacle found a metallic foreign object present in the lower right female connection point with evidence of charring, the etiology of which is not known. The isi cable connector had visibly discolored connection pins. It is unknown if these observations were present prior to, or caused by, the alleged incident. Bayer product analysis determined the cause of the reported incident is a use error as the hospital employee attempted to connect the isi cable to the scanner table while both the injector and scanner were powered on. Our investigation concluded that there is insufficient evidence of a device or product malfunction, or failure to perform as intended. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported the following: when the nurse went to plug the injector into the base of the procedure table, she sustained a large shock which left her shaken but okay as per the customer. The physician who was present witnessed the shock and advised the employee to be evaluated in the emergency department. The current status of the nurse is unknown.

Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.